Event description:
The wife of the reporter experienced an er1 message on the surestep meter when running control material. She repeated with another strip and the result was 128 mg/dl. No medical intervention or allegation of harm.